Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, during the last ablation for the right superior pulmonary vein (rspv), the physician was checking the phrenic nerve (pn) twitching by palpation when it was noticed that its motion became weak. Double stop was performed immediately. It was noted that the pn still made response by pacing; however its motion was weaker compared to the beginning of the procedure. The case was completed with cryo. Additional information received indicated that the pn had still not recovered upon the patient's discharge from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files for the date of the reported event were returned and analyzed. The data files did not show any issues for the date of the event. There was no indication of a product malfunction and no product to be returned for analysis. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.